Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device reached elective replacement indicator (eri). Technical support reviewed the session records and states the battery depletion curve looks normal; however, an battery overestimation was suspected by the merlin programmer at the previous follow-up. The device was explanted and replaced due to normal eri. The patient was stable.